Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported intermittent loss of capture was observed on the remote pacemaker transmission. Additional information received reported the patient had an episode of ventricular fibrillation (vf) and multiple shocks were received from an external defibrillator. Post arrhythmia, loss of capture was observed on the current electrogram strips and the patient's heart rate was reported to be in the 40's. The lead remains in use. The patient was transferred to a pediatric facility for further review. No further patient complications have been reported as a result of this event.